Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "breasts have encapsulated and display a waterfall effect. Over the years I have had pain in my breast" and "small cysts were confirmed at the ultrasound and I was verbally informed by the sonographer that one wall of the implant had ruptured." This relates to the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening device assessed as surgical damage. Visibility/ palpability: unable to observe since it is not related to the device. Unsatisfactory result: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. As per the investigation procedure crease device was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "breasts have encapsulated and display a waterfall effect. Over the years I have had pain in my breast" and "small cysts were confirmed at the ultrasound and I was verbally informed by the sonographer that one wall of the implant had ruptured." This relates to the right side. Later, healthcare professional reported "post operative pain and capsular contracture, baker grade lv worsening over the years following breast implantation. Breast shape changing. Impossible to lie on front." The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Later, healthcare professional reported "post operative pain and capsular contracture, baker grade lv worsening over the years following breast implantation. Breast shape changing. Impossible to lie on front." The device has been explanted.